Manufacturer narrative:
The customer confirmed that the reported blood group discrepancy was a result of the tech clerical error of not verifying the sample ID on the report. (B)(4).

Event description:
The customer reports discrepant results in the abo forward test which resulted in an incorrect blood group of ab pos to be reported for a patient sample confirmed to be a blood group of o pos. Incorrect results were reported. Treatment was not altered or stopped due to the incorrect results reported. Correct reports have been issued for the affected samples. There was no harm to any patient.